Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: 5004763/5004621. UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that the patient was experiencing non-target stimulation/rib stimulation/abdominal stimulation/undesired sensations. The patient underwent an implantable pulse generator (ipg) replacement procedure.

Manufacturer narrative:
The (ipg and leads) were not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was not able to obtain relief after multiple programming optimizations and was experiencing numbness on the face. The patient underwent an explant procedure. Additional information was received indicating that the patients numbness was not related to the device. All device components were explanted and were retained by the medical facility. The patient was doing well postoperatively.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event/product problem.

Event description:
It was reported that the patient was not able to obtain relief after multiple programming optimizations and was experiencing numbness on the face. The patient underwent an explant procedure. Additional information was received indicating that the patients numbness was not related to the device. All device components were explanted and were retained by the medical facility. The patient was doing well postoperatively.